Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced symptoms of a loss of consciousness. The customer was unable to self-treat and was given a coke as treatment by a non-healthcare provider. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced symptoms of a loss of consciousness. The customer was unable to self-treat and was given a coke as treatment by a non-healthcare provider. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and damage usb port was observed. Reader did not power on with button depression, strip or usb cable insertion. Reader was connected to computer and did not recognized the reader. The reader was de-cased and visual inspection was performed on the reader and no issues were observed. Nxp processor was present. The returned battery voltage was measured. The reader was placed into the reader pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit). The reader did not powered on. The returned battery was replaced with known good battery and attempted to power on reader. Reader powered on with known good battery, however the battery did not charged. Reader was connected to computer and did not recognized the reader. An extended investigation was performed. Visual inspection was performed on the returned reader and no issues were observed. The reader did not powered on with the button depression, strip or usb insertion. The reader did not charged and did not recognized by the computer when connected. The reader was de-cased and an internal visual inspection was performed on the reader's pcba (printed circuit board assembly); damage usb port was observed. There was no evidence of other issues with the internal components such as liquid contamination, missing components or a short between components and the pcba identified. The returned battery voltage was measured and the result was not within specification range. The returned battery was replaced with known good battery and the reader powered on. Returned reader was placed into reader test fixture and connected to masterm to download reader data. The cause for the customer complaint was poor connection to between the usb port pins and the pcba, due to use related. Which lead to not charging the reader. Therefore, this case is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.